Event description:
It was reported that the patient experienced a painful sensation where the spinal cord stimulator (scs) was implanted and noticed a red patch of skin like a burn forming. It was also noted that the patient sat down in the bathtub, leaned back, and immediately jumped out due to discomfort around the ipg. The patient noticed an oozing and a round, small open wound where leads connected to the ipg internally. The patient went to the emergency room (ER) and was given a steroid. The patients wound appeared to be healing.